Event description:
It is reported that an aneurx bifurcated stent graft of unknown size was implanted for the endovascular treatment of an abdominal aortic aneurysm on event date. The measurements of the bifurcated stent graft are unknown at this time. The pt had aneurysmal iliac arteries with little calcification; therefore, iliac extension cuffs were placed. Vessel tortuosity is unknown. The aneurysm neck measured 24mm. It was reported that the physician deployed the bifurcated stent graft too low. Due to the inaccurate delivery, the physician placed a 26mm aortic cuff. It is reported that the pt is fine. It was reported that the deployment handle would not turn properly. The deployment handle will be returned for analysis. There was no add'l adverse clinical sequelae reported related to this event.